Event description:
The target scan ultrasound would not recognize the probe. We borrowed a target scan from the clinic and the case continued. The probe was sent out the next day for repair and returned. Yesterday it worked fine. This morning again, it is not recognizing the probe. We borrowed the one from the clinic and it was freezing up. We have contacted this company several times for service with little or no initiative to service the equipment. They recently moved their company up north.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.